Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) failed a manufacturing test. The device was forwarded to the laboratory for detailed analysis.